Event description:
During testing, when the fio2 was set to 100%, the display showed 96%. The external measuring device displayed 100%. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. There was no pt involvement in this case.